Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Information from literature was received. After impella cp was placed and approximately 3 hours after admission to the intensive care unit, an electrocardiogram showed patient with ventricular tachycardia. Impella support was maintained during p9 without any suction alarms. Attempts were made to suppress the ventricular tachycardia by repositioning the impella cp, managing sedation, and administering amiodarone, but the patient's condition deteriorated, and the patient developed persistent ventricular fibrillation. Therefore, venous-arterial extra corporeal membrane oxygenation (va ECMO) was added for cardiopulmonary support. Due to pulmonary edema and anuria, continuous hemofiltration was initiated 12 hours after admission. Cardiac and renal function gradually improved, and the patient was successfully weaned from va-ECMO on day 4, from impella cp on day 5, and from renal replacement therapy on day 23 after admission. During hospitalization, the patient's electrocardiogram showed dramatic changes along with the patient health condition. After rehabilitation, the patient was discharged on day 41 without any neurological, cardiovascular, respiratory, or renal sequelae.

Manufacturer narrative:
The investigation for the reported renal failure and ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the renal failure and vt could not be determined.